Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to download insulin pump history due to immediate critical pump error (open book image) alarm during download attempt. Rewind anomaly unknown. An error in the motor was detected by reading unexpected value from hall sensor unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that they tried to rewind insulin pump but it was unsuccessful . Customer¿s blood glucose level was 120 mg/dl at the time of incident. Customer state that insulin pump had pump error. Customer was able to clear the alarm and able to rewind the pump. Insulin pump was not rewinding. The insulin pump will be returned for the analysis.